Event description:
During an in clinic follow up, post paced t wave oversensing was noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogramming to resolve the event. The patient was stable.